Manufacturer narrative:
On 5/24/2019, the manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. On 6/14/2019, mentor became aware that generalized illness did not occurred per initial report and patient code psychiatric disorder added. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: not explanted as of this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast reconstruction revision with mentor memorygel 600cc on the right side and 550cc on the left side, silicone breast implants which patient had concerns of lymphoma and wanted to remove her breast implants to avoid getting cancer. She has not been diagnosed with any concerns of lymphoma or cancer. She has stated that as a result of the health scare she is experiencing anxiety after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side.